Event description:
It was reported that while using a bd aria¿ iii acdu spray of fluid (ethanol, sheath, biohazard, waste) under pressure occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer has the previous style of sheath filter (integrated tubings). One of the tubing connectors to the filter has cracked. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? Yes, facsflow saline solution. (Pressure between 10 and 70 psi). What was the fluid that leaked? Facsflow saline solution. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did the physical contact of fluid occur? Skin. What personal protective equipment (ppe) was being worn? Unknown. Was there any physical harm/injury or impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No.

Manufacturer narrative:
After further review MFR#2916837-2020-00318 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
(B)(6). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd aria¿ iii acdu spray of fluid (ethanol, sheath, biohazard, waste) under pressure occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer has the previous style of sheath filter (integrated tubings). One of the tubing connectors to the filter has cracked. Was the leak liquid or air? Liquid . Was the leak contained within the instrument? Not contained was there spray of liquid under pressure? Yes, facsflow saline solution. (Pressure between 10 and 70 psi.) What was the fluid that leaked? Facsflow saline solution was the customer/bd personnel physically in contact with the fluid? Yes where did the physical contact of fluid occur? Skin what personal protective equipment (ppe) was being worn? Unknown was there any physical harm/injury or impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No.